Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 402 mg/dl. Customer stated that they had motor error alarm. Customer reported the drive support cap was flush. The insulin pump will be returned for analysis.